Event description:
The pt alleged that a pump was less responsive to pressing of the up arrow button. The pt denied any bg excursion associated with problem.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the keypad was peeling at the "up" button. The keypad buttons were reportedly responsive and springing back normally. Evidence of adhesive and moisture corrosion was observed under button contacts. The keypad was observed to be peeling during investigation. Contamination was observed under keypad.